Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation, a polarx balloon catheter and unknown radiofrequency (rf) device were selected for use. Vascular access was obtained using ultrasound guide. The superior vena cava (svc) to inferior vena cava (ivc) line and cavo-tricuspid isthmus (cti) were ablated with rf for atrial flutter. A 3d electroanatomic mapping was created using a non-boston scientific system. Intracardiac echocardiography was used during transeptal catheterization. They also performed an implantable loop recorder placement. During the procedure, a blood detection error occurred with the polarx balloon catheter. The catheter was removed and replaced, and the procedure was completed successfully. No patient complications occurred. It was reported that the device was available for evaluation, however it is unknown if it will be returned.